Event description:
It was reported that prior to using bd vacutainer® ultratouch¿ push button blood collection set, yellow foreign matter was found inside the tubing. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary: material #: 367364. Lot/batch #: 2235426. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for discolored tubing was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of discolored tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode discolored tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2b: common device name: blood specimen collection device; intravascular administration set h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® ultratouch¿ push button blood collection set, yellow foreign matter was found inside the tubing. No patient impact reported.